Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the string pulled out of the tampon leaving the pledget inside her vaginal cavity. She was able to manually remove the pledget. After this occurred, she consulted with a family member who is a nurse. She did not receive any medical treatment and did not experience any adverse health effects.